Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and the subsequent treatment are due to the circumstances of the procedure. In this case, it is likely a malposition of the device occurred. The separation appears consistent with the use of the quick cut device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a proglide suture break was noticed after step 4, closing the footplate lever. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 20f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.